Event description:
The pace/sense portion of this lead was capped due to noise on (B)(6) 2011 and was replaced. The defibrillation portion of this lead remains actively implanted. Should additional information become available, this file will be updated.